Event description:
F&p humidifier bracket failed causing the humidifier to fall and circuit to pull away from patient. Respiratory paged. She wanted to report an incident that occurred sunday evening. (She already contacted her sales person.) Incident: a 3100b rental vent was in use when the f&p humidifier bracket broke causing the humidifier to fall and circuit to pull from the patient. The patient needed to be resuscitated (possible extubation), but with the fast response from the care-givers, the humidifier/circuit was re-attached and patient placed back on the vent without further complications. Subsequently, the vent was switched out. Vent and humidifier bracket is with biomed pending investigation. She asked if for their own vents, would viasys authorize letting them permanently mount f&p brackets to the side in order to prevent this from occurring again. I explained that we do not approve any "modifications." I explained that this is very rare for the humidifier bracket to "fall" and that an investigation as to the root cause should help find a "preventive" action. She agreed. She will address this with biomed to see what their findings are. I explained that I will follow up as well with them.

Manufacturer narrative:
The user facility's biomed evaluated the humidifier mounting bracket and found that it is banged up and may have been dented enough to make it too small to receive the humidifier as a good fit. It appears that the end users were "forcing" the humidifier into the bracket causing excessive pressure to the spot welds on the bracket causing them to eventually fail. The user facility was shipped a replacement humidifier mounting bracket on replacement sales order.